Event description:
During surgery, the pt's femur was fractured. Surgeon planned to implant a cemented stem; however, upon insertion, realized the stem was loose within the canal and removed it. Surgeon then prepared for a porous stem, reamed appropriately and continued with final insertion of the stem. The pt's femur shattered during reduction of the hip.

Manufacturer narrative:
Examination was not possible, as the devices were not returned. A complaint database search finds no other reported incidents against the provided product and lot codes since their release for distribution. The investigation could not verify or identify any evidence of product error with regard to the reported event. Based on the investigation, the need for corrective action is not indicated.